Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable with serial number (B)(6). However, data for the g7 wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection.. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2024 for g7 wearable with serial number (B)(6). However, g7 wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.